Event description:
It was reported that the customer had compromised force sensor system alarm on the insulin pump. Customer stated that they were not able to clear the alarm and continue using the pump. Customer tried changing the battery but the problem occurred again. Customer discontinued pump use. Drive support cap was a little protruded. Customer stated that the pump has never been dropped. Customer was advised that the pump cannot be used and a loaner pump will be sent. No additional information provided.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self- test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self- test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.